Manufacturer narrative:
.

Event description:
The customer reported that the unit was down. It is unknown if the device was in clinical use at the time of the reported issue was discovered but there was no patient harm reported.

Manufacturer narrative:
Failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. Fi technician tested the power supply and confirmed that the ventilator shut down when ac was applied. Further testing revealed the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.72v. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported failure is due to the voltage was dropping below the submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The manufacture's field service engineer (fse) was dispatched to the site for 12.5k preventative maintenance (pm). The fse noticed when the unit was plugged into the a/c power, the main led on the ventilator wouldn't light up. When the fse turned the unit on with a/c plugged in, the unit would say connected to battery. There was no patient involvement due to the event occurred during servicing.